Manufacturer narrative:
Customer cancelled call, and repaired system by repositioning the x-ray tube. (B) (4).

Event description:
The customer reported the system is not taking x-rays. No pt injury was reported.